Event description:
The pump was explanted and returned to the MFR for analysis after an implant duration of 26 mos due to the pt reporting "pain control was varied." The pump was programmed to infuse dilaudid 4.5mg/ml at 0.7926mg/day. Bupivicaine 1.5mg/ml at 0.2642mg/day, and clonidine 150mcg/ml at 26.42mcg/day for treatment of chronic pain. The pt was implanted with a new synchromed ii pump, final outcome was not reported.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.